Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the difficulty in positioning appears to be due to patient conditions. The entrapment of the device was likely due to a combination of procedural conditions and challenging anatomy. The difficult to remove (anatomy) was likely due to procedural conditions. The visualization difficulty was a result of patient/procedural conditions. Based on the information provided, the pericardial effusion was a result of procedural conditions. The reported patient effect of pericardial effusion as shown in the mitraclip ntr/xtr electronic instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the clip entanglement with leaflet, pericardial effusion and clip deployed in chordae. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr) in the patient with a smaller atrium than previously measured in pre-imaging, very rotated heart, thickened ventricle. At times during the procedure, visualization was difficult to obtain due to the patient's rotated heart, but imaging was still achieved. The transseptal height was low, but the procedure continued. A (anterior) knob and posterior guide torque were used to gain height. After entering the left ventricle, the anterior leaflet got caught on the anterior gripper. During the troubleshooting for this, a pericardial effusion occurred and the physician opted to deploy the clip while performing cardiocentesis. The heparin was reversed with protamine. The clip was moved posterior to try to move and release it from the anterior leaflet. It is possible that the clip may have also tangled in a chord. This was suspected because the clip was deployed in the chords. The procedure was completed with mr grade 3. The patient later went to surgery to stitch the ventricle on the anterior side no additional information was provided.